Event description:
It was reported that the tandem-provided charging cable and pump usb port melted and fused. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.